Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument evaluation, the cse replaced all integrated multisensor technology (imt) tubing, imt sensor, styletted port, rotary valve and tower. The cse also determined that the customer was using greiner plasma tubes and spinning the samples for 12 minutes at 3800 rpm. The cse reminded the customer to follow the tube manufacturer recommendations for greiner tubes, which indicate plasma must spin for 15 minutes at 2000-2200 rpm. The cause of the discordant sodium results is unknown. The customer successfully ran diluent check and qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s). The samples were repeated and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.